Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided, as the device lot number was not provided. And the device was not returned. The device was not returned for evaluation. A review of the manufacturing records could not be conducted, because the lot number was not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication, of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not expected to be returned for analysis. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a multi-vessel percutaneous coronary intervention with percutaneous heart pump (php) procedure. While he tolerated the procedure well in regards to hemodynamics within the case, his perclose closure device failed. The patient developed bleeding from the right groin, right groin hematoma, retroperitoneal hematoma, hypotension and hemorrhagic shock. Hemoglobin dropped to 9.8. There was a short run of ventricular tachycardia necessitating medication. Covered stent placement was emergently performed on bilateral common femoral artery pseudoaneurysms. There was focal occlusion of the right distal superficial femoral artery that was ballooned angioplastied. The patient developed acute kidney injury necessitating dialysis. His blood pressure was tightly controlled, his groin sites stabilized, his renal function improved over the course of several days. He was eventually optimized on blood pressure and heart failure medications and his dialysis line was discontinued. The patient was discharged in stable condition to a skilled nursing home on (B)(6) 2020. No additional information was provided.